Event description:
It was reported to philips that the display is very deteriorated.

Manufacturer narrative:
The field service engineer (fse), evaluated the device. And confirmed, the display image was deteriorated. The device needs a display. Upon conclusion of the evaluation. It was determined, that the display requires replacement. It was replaced. The device passed testing and was put back into service.